Event description:
It was reported that the ext/red/1cq/mq/std/20cm experienced clogging/blocking and flow issues during use. The following information was provided by the initial reporter: saline didn't flow.

Manufacturer narrative:
H.6. Investigation summary: when the appearance of the actual product was confirmed, no abnormality such as damage or deformation was found. After connecting the end part (lock connector) of our infusion set and confirming the liquid flow through the main route and side injection part, the liquid flowed without any problems. A review of the device history record could not be performed as a lot number was not provided for this incident. Since no abnormality was found in this product and reproducibility was not obtained, this event was presumed to have been a problem with the fitting part with the infusion set connected to this product. The incomplete connection and loosening of the mating part may have caused the q-site septum to open inadequate and the chemical solution may not flow. When connecting to an infusion set or syringe made by another company, the septum opening may be small due to differences in the length of the lock connector insertion part.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext/red/1cq/mq/std/20cm experienced clogging/blocking and flow issues during use. The following information was provided by the initial reporter: saline didn't flow.